Event description:
It was reported, the camera head was out of focus, was unable to focus. The issue was found during preparation for a diagnostic urology procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. As a result, the cause of the failure could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.